Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis in good condition with no visible damage observed. Device analysis revealed that the system performed with no issues. The acquisition pc met the specifications of the ilab system functional feature test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2017-00536 and 2134265-2017-00537. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During the procedure, it was noted that the imaging button of the ilab ultrasound imaging system would not work. Therefore, automatic pullback could not be performed.. The issue was temporarily resolved by rebooting the ilab. However, same issue occurred again. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2017-00536 and 2134265-2017-00537. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During the procedure, it was noted that the imaging button of the ilab ultrasound imaging system would not work. Therefore, automatic pullback could not be performed.. The issue was temporarily resolved by rebooting the ilab. However, same issue occurred again. No patient complications were reported and the patient's status is good.